Event description:
It was reported that patient underwent alif at l4-5 and l5-s1 using rhbmp-2/acs, synthes cage and synfix screws.

Event description:
It was reported that on (B)(6) 2012 the patient presented with pain. MRI of the lumbar spine indicated ¿postsurgical changes of the lower lumbar spine. Broad central and slightly rightward disk bulges at l4-5 and l5-s1. Coronal t1 images of the hips were also provided which show no evidence of avascular necrosis or fracture. There is some metallic artifact in the pelvis on the right, mildly distorting the right hip.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.